Manufacturer narrative:
The investigation determined that repeat vitros test results for this sample were in concordance with an alternative test method. There were no analyzer errors reported at the initial time of testing. The customer has since discontinued use of the analyzer. The cause of this event is unknown.

Event description:
A customer reported obtaining a falsely elevated glucose result for one patient sample. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.